Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician has reported implant rupture diagnosed with ultrasound and MRI. Device remains implanted. This relates to the right side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified observed broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d4, h4.

Event description:
Physician has reported implant rupture diagnosed with ultrasound and MRI. Device has been explanted. This relates to the right side.